Event description:
Healthcare professional reported treating a pt that was injected in the nose with juvederm voluma with lidocaine (lot#vb20a40070) by another healthcare professional. Approx 5 months later the reporting healthcare professional injected the pt with juvederm voluma with lidocaine (lot#vb20a40246) in the nose and nasolabial folds and developed "red, swelling, pain" at the injection site the following day. The next day, the pt was treated with hyalase, prednisolone, cefazolin, augmentin, and viagra. Pt was also treated with "hyperbaric oxygen" for 3 days. Symptoms resolved following the last day of treatment. This is the same event and the same pt reported under MDR ID #3005113652-2015-00249 (allergan complaint # 1190887). This MDR is being submitted for the second suspect product. Juvederm voluma with lidocaine (lot # vb20a40070), also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of tissue swelling, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.